Event description:
It was reported during device evaluation by olympus, the videoscope had a detached bending section. No patient involvement.

Manufacturer narrative:
The device was returned for inspection and the detached bending section was confirmed. D9 returned date will be supplemented. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the detached bending section was due to a component failure related to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the product return date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.